Manufacturer narrative:
Additional information of auto mode has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported that due to multiple insulin flow blocked alarms customer was not using auto mode feature.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 453 mg/dl at the time of incident and feel okay to trouble shoot however, customer¿s other relevant blood glucose level was in between 300 mg/dl to 400 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose and also treated with manual injection however it was unknown that the customer was using auto mode feature on insulin or not. Customer experienced symptoms such as nausea as result of high blood glucose. Customer was neither in emergency room nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose. Customer not alleging that the insulin pump was under delivering. It was also reported that the insulin pump had insulin flow blocked alarm. Customer was assisted in performing a 5.0 units fill cannula and insulin was exited. It was also reported that the cannula was bent. The insulin pump will not be returned for analysis.